Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was an issue with the device telemetry. The save to disk file revealed the device incurred 253 crystal errors, with the last one on 15jan2017. A ¿crystalerror¿ will prevent a linq device from entering a telemetry session.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated after trying twice. After starting device software manually it was possible. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.